Event description:
One patient sample with discrepant troponin t results. Initial result gave 0.117 ng/ml. A second sample gave <0.010 ng/ml. Original sample repeated gave <0.010 ng/ml. Erroneous result was reported. Patient not adversely affected. The field service representative was unable to determine exact root cause, but noted the user was running inappropriately sized sample tubes in sample racks not intended for use with those tubes.